Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs ipg was explanted and replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.